Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
This is a duplicate report of MFR# 2023826-2015-00104 and was submitted in error. This is not a complaint. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) and the lens was explanted on (B)(6) 2014 due to low vaulting. The lens was exchanged for a longer lens. See manufacturer report #2023826-2015-00107 for the other eye.

Manufacturer narrative:
Method: lens work order search and medical review. Results: visual inspection of the returned product found the lens was returned in liquid and there was no visible damage to the lens. The lens was re-hydrated and both the length and width were re-measured and found to be within original design specifications a lens work order search found one similar complaint within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation: several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).